Event description:
The customer reported that the system displayed errors and intermittently failed to allow fluoroscopic exposures, exhibiting intermittent functionality. No pt serious injury or death reported to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The control panel processor pcb and interface were evaluated and replaced. The system was tested and found to be working as intended and returned to service.